Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of inappropriate automatic mode switch (ams) caused by far r wave over-sensing noise exhibited by the implantable cardioverter defibrillator (ICD). No interventions were made. The patient was not symptomatic.